Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation indicated t-wave oversensing (twos) on the right ventricular (rv) lead on stored episodes. Programming changes were discussed; however, it was noted that the lead was not currently exhibiting twos. The lead remains in use. No patient complications have been reported as a result of this event.